Manufacturer narrative:
The investigation for the reported removal issue has been completed. The product was returned, and the issue was confirmed. The pump and introducer were returned, and a kink was observed in the sheath of the 13fr introducer. Per the results of the clinical review and investigation, the root cause was determined to be a introducer sheath kink. The sheath kink was likely caused by the patient's vessel conditions. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, during planned explant, the physician had difficulty removing the impella 2.5 through the valve of the impella sheath. The pump go stuck in the introducer and had to be removed by force. There was no patient harm resulting from the failure.